Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that three packages were torn/broken. The reported defect was detected during inspection by the distributor (B)(4) via inspection report.